Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
A 10mm aso was chosen and upon deployment, the device appeared to have a "cobra-like" shape. The device was recaptured and looked the same when re-deployed. The device was recaptured and removed and a 12mm aso was chosen and deemed appropriate and successfully implanted. The patient is stable.